Manufacturer narrative:
Lead model 39565-65 serial #(B)(4) implanted: (B)(6) 2012, programmer model 3744 serial #(B)(4), recharger model 37754 serial #(B)(4).

Event description:
It was reported following an implant the stimulation was turning off. The device was interrogated with the patient programmer and the stimulator was showing as "on", however, when the device was interrogated with the physician programmer, the stimulator was showing as "off." The patient was trained on the use of the patient programmer. Later the patient was not feeling stimulation but the patient programmer indicated the device was "on." Impedances were measured and the results indicated there were high values on selected "leads." The device was programmed around the high impedances and the patient was receiving effective, constant stimulation. It was noted the patient was able to adjust the stimulation accordingly.